Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic prostatectomy procedure, the surgeon was using a scope through the trocar and noted that the balloon was damaged. The broken pieces were found in the patient's abdominal cavity and were retrieved immediately. The procedure was completed with another device.